Event description:
The pt called tech support while in stat drain and stated he was feeling uncomfortable. Pt stated he never does a daytime exchange. Treatment data from cycler: drain 0: 1,571ml. Fill 1: 2533 ml. Drain 1: 11,084ml. The pdrn stated that an internal error must have occurred on the machine because the pt did not drain the amount recorded in the treatment sheet. After the first drain, the pt revered to alternate treatment which the pt completed for three days in a row without problems. She said the pt is fine, had no symptoms, no adverse effects and no medical intervention was required after the event. The pt finished this treatment with manual exchange. The reported large drain is 403% of the prescribed fill volume of 2750ml which exceeds the 180% drain criteria for a reportable device malfunction

Manufacturer narrative:
A medical review was performed on the info provided. A large intra-peritoneal volume drained at drain 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. A supplemental investigation will be submitted when the peritoneal cycler (plant investigation) is complete.